Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and swelling, suggesting a possible infection. Additionally, it was noted that the pump was sticky. A surgical procedure was performed to remove the ipp and implant a malleable device. No additional patient complications were reported.